Manufacturer narrative:
H3: product analysis found that visually, there was surgical tape wrapped around the clamp shell on the proximal end of the device when returned. Under magnification, there were small voids in the red electrode trace pad and ink trace (underneath the adhesive). El ectrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 17 ohms (blue), 11 ohms (blue with white stripe), 25 ohms (red), and 15 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the electrode check and had no excessive feedback during the noise test. For additional analysis, bend testing was performed by bend each individual trace, at separate times, near the clamp shell and the device continued to pass the electrode check and noise test. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hemi-thyroidectomy procedure the nim et tube was placed under visualization in the normal fashion and was deemed to have good contact with the patient's vocal folds. However, the tube would not pass electrode check despite re-starting the case on the nim vital console, unplugging and re-plugging the trivantage electrodes into the patient interface, and modifying the position of the trivantage under direct visualization. The decision was made to replace the faulty trivantage with a new one and no problems were encountered with electrode check. The second trivantage performed as expected throughout the case. Procedure extended by 15 minutes. The procedure was completed with backup product. No consequences or impact to patient.